Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report numbers are 9616099-2009-01668 and 3003742446-2009-00228. Additional information will be submitted within 30 days from receipt of additional information.

Event description:
The information received indicated that in 2009, while implanting a cypher stent in a male pt, the cypher stent, while post dilated with a dura star balloon, had a perforation. For treatment, a "covered stent" was implanted inside the cypher stent. The pt was recovering "fine".